Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and crest syndrome ('autoimmune disorder type of disorder: crest syndrome') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis in (B)(6) 2014, insomnia from 2012 to 2014, hyperbilirubinemia in 2011, leukocytosis in 2011, gerd in 2011, overweight, flank pain, back pain, ovarian cyst, bruising, nausea, abdominal pain, heartburn, raynaud's syndrome, dysphagia, dysfunctional uterine bleeding, cyst, sore throat, dysphagia, diarrhea, backache, chest pain, anorexia, tarry stools, diarrhea, hematochezia, acute pharyngitis, myalgia, myositis, vaginal candidiasis, vaginal discharge, vulvitis, blisters, mood swings, menometrorrhagia and hyperbilirubinemia. Previously administered products included for birth control: oral contraceptive nos from 2004 to 2006; for an unreported indication: tylenol. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crest syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), skin ulcer ("rashes or skin conditions type: ulcers around my pelvic area and legs"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain") and rash papular ("rash on bumps") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, crest syndrome, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and rash papular had resolved, the skin ulcer and arthralgia outcome was unknown and the weight decreased was resolving. The reporter considered arthralgia, crest syndrome, dysmenorrhoea, menorrhagia, migraine, pelvic pain, rash papular, skin ulcer, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jul-2019: reporter and patient demographics, medical history¿s, historical drugs laboratory data were added. Updated suspect drug indication. On (B)(6) 2014 she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: crest syndrome, rashes or skin conditions type: ulcers around my pelvic area and legs, migraines / headaches, dysmenorrhea (cramping), pain, weight loss, joint pain and rash on bumps. Event injury was deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.